Event description:
This case was reported by a regulatory authority and described the occurrence of sensory neuropathy toes in a pt who received super poligrip extra care with poliseal (B)(4), super poligrip denture adhesive cream (B)(4) and poligrip (formulation unk) for denture adhesion. In 2006, the pt started super poligrip and poligrip (dental) at 1 application(s) five times per week. At an unk time after starting super poligrip and poligrip, the pt experienced sensory neuropathy toes reported as "feeling nervous in my toes" which kept pt awake at night. This case was assessed as medically serious by the regulatory authority. The pt was treated with gabapentin (neurontin) but the toes still bother the pt when they try to sleep. Treatment with super poligrip and poligrip was discontinued. At the time of reporting, the events were unresolved. Super poligrip and poligrip are manufactured in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).